Manufacturer narrative:
Returned devices are currently undergoing engineering eval.

Event description:
Revision of total hip arthroplasty. Reason for revision or additional detail has not been provided to manufacturer.